Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p10-32that has a similar product distributed in the us, list number 8p10-21/-31, with 510k number p110029.

Event description:
The customer observed false nonreactive alinity I hbsag results on a serum tube sample when compared to results in the edta tube sample for one patient. The following results were provided (<1.00 s/co is nonreactive): sid (B)(6). (B)(6) 2025 serum tube initial alinity I hbsag result was 0.88 s/co (nonreactive), repeated 0.77 and 0.76 s/co (nonreactive). The customer retested the sample with an edta tube and the nat ffp result on cobas 6800 was reactive. The customer tested the edta tube sample on the alinity and the hbsag result was 2.09 s/co (reactive). The customer tested for alinity anti-hbs and anti-hbc ii on the serum tube and the results were 11.28 mui/ml and 4.6 s/co. The customer believes that the correct result for this patient is reactive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, in house testing and labeling review. Data and information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify an increase in complaint activity regarding commonalities for complaint lot and issue. Additionally, an increase in complaint activity was not identified for reagent lot 71444fz00. A device history record review did not identify any non-conformances, potential non-conformances or deviations related to the customer¿s issue. The overall performance of alinity I hbsag qualitative ii reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In house sensitivity testing was performed using a retain kit of lot 71444fz00. All specifications were met indicating the lot is performing acceptably. A review of the labelling addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent lot 71444fz00 was identified.

Event description:
The customer observed false nonreactive alinity I hbsag results on a serum tube sample when compared to results in the edta tube sample for one patient. The following results were provided (<1.00 s/co is nonreactive): sid (B)(6), (B)(6) 2025 serum tube initial alinity I hbsag result was 0.88 s/co (nonreactive), repeated 0.77 and 0.76 s/co (nonreactive). The customer retested the sample with an edta tube and the nat ffp result on cobas 6800 was reactive. The customer tested the edta tube sample on the alinity and the hbsag result was 2.09 s/co (reactive). The customer tested for alinity anti-hbs and anti-hbc ii on the serum tube and the results were 11.28 mui/ml and 4.6 s/co. The customer believes that the correct result for this patient is reactive. No impact to patient management was reported.